Event description:
It was reported that this left ventricular (lv) lead exhibited rise pacing impedance measurements and high capture thresholds and possible lead fracture. Reprogramming efforts were performed. At this time, this lv lead remains implanted. No adverse patient effects were reported.